Event description:
A (B)(6) old male patient's daughter contacted zoll customer support to report that the patient charger showed a red battery with a line through it. The patient was issued a replacement charger and replacement batteries.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (displays red battery with line though it) has been confirmed. As received, the battery charger connector was damaged. The cause of the damage is corrosion on the battery charger connector, which interrupted communication between the charger and battery packs. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (problem when charging) has been confirmed. As received, the battery cells had a low output voltage is the inability to be charged, due to corrosion on the charger connector. No adverse event resulted from the defective charger. The patient received a replacement battery charger and two battery packs. Awaiting evaluation of patient's second battery pack sn (B)(4). A supplemental report will be sent upon completion of evaluation. Device manufacture date: battery charger sn (B)(4); 01/2008. Battery pack sn (B)(4): 10/2007.